Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was damaged and the reservoir compartment was broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The insulin pump was received with minor scratched display window, case and keypad overlay.